Event description:
Ventilator malfunctioned: expiratory cassette error malfunction after passed patient circuit and pre-use check. Equipment malfunctioned on patient while in use. Neopuffed patient while troubleshooting servo-I. Servo-I could then not pass the flow sensor test for the pre-use check and after changing out to a new expiratory cassette, was still saying there was an issue with the expiratory cassette. No harm to patient.